Event description:
Customer reported one of the monitors is not working and the c-arm is not booting. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller battery. System operates as intended. This MDR is related to ge healthcare complaint number.